Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0873 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device also passed back light check. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. The test battery was removed and reinserted with no a21 alarm or unexpected pump settings reset anomaly noted. Device was monitored for 3 days. No charge/battery anomaly, unexpected low battery alarm, unexpected off no power alarm or unexpected pump settings reset noted. No drive/motor anomaly or unexpected motor grinding noise anomaly or back light anomaly noted. The motor was tested outside of the unit and passed. All buttons function properly. No unresponsive buttons or button error alarm noted. No damage noted on the keypad traces. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. No cracked case noted. Device had cracked reservoir tube lip and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump button was less responsive and sticking. The customer stated that the insulin pump crack and battery was more changing. Customer stated that the insulin pump grinding noises during when back on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.